Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the carotid artery. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.